Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip of the subject device was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation and the similar cases in the past, it is known that the strength of the glue fixing of the distal tip might be deteriorated, because the high-frequency setting was too high, the electro surgical unit was used in the coagulation mode, or the activation time was too long. In addition, it might be caused by excessive stress applied to the subject device while removing the burnt tissue or dissecting the tissue. The instruction manual of the subject device warns; *when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection, the distal tip of the subject device was fallen off into the patient. The doctor completed the procedure with another device. No patient injury was reported.